Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that a cartridge alarm occurred. Customer's blood glucose level was 145 mg/dl. Customer was able to resume insulin delivery after loading a new cartridge onto their pump.